Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery (ba) using a penumbra system reperfusion catheter 054 a reperfusion catheter 032. Before the procedure, twenty million units of intravenous tissue plasminogen (IV t-pa) were administered. During the procedure, a reperfusion catheter 054 and reperfusion catheter 032 were advanced coaxially to the ba along with another manufacturers guide wire and guiding catheter when the artery was perforated with the reperfusion catheter 032. Subsequently, the patient had an intracranial hemorrhage where coil embolization was necessary to stop the hemorrhage. Approximately, two days later the patient expired. An autopsy was not performed; however, it was assumed that the cause of death was the deteriorating infarct condition. Physicians comment: since the intracranial hemorrhage caused by perforation with the penumbra system, it was related to the penumbra system and the procedure.

Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.